Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the patient presented for a regular device follow up and the battery status was indicated as okay with a remaining longevity of at least one year. Three months later, the patient presented complaining of a "bad feeling", however the physician was unable to interrogate the device. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.